Event description:
Pt table moved without command and pt was squeezed between table and image intensifier housing. The collision protection on the image intersifier did not work. The pt was not seriously injured.